Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 29-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), arthralgia ("joint pain"), the first episode of myalgia ("muscle pain"), dizziness ("dizziness"), ear disorder ("ent (ears, nose, and throat) disorder"), nasal disorder ("ent (ears, nose, and throat) disorder") and pharyngeal disorder ("ent (ears, nose, and throat) disorder"). In 2017, the patient experienced hypovitaminosis ("need vitamin and iron") and iron deficiency ("need vitamin and iron"). On an unknown date, the patient experienced the second episode of myalgia ("muscle soreness"). The patient was treated with vitamins nos, iron and surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the hypovitaminosis had resolved. At the time of the report, the menorrhagia, arthralgia, dizziness, ear disorder, nasal disorder, pharyngeal disorder and iron deficiency outcome was unknown and the migraine and the last episode of myalgia had not resolved. The reporter provided no causality assessment for arthralgia, dizziness, ear disorder, hypovitaminosis, iron deficiency, menorrhagia, migraine, nasal disorder, pharyngeal disorder, the first and the second episode of myalgia with essure. The reporter commented: out-of-order, she needs vitamin and iron for the second time this year. Further company follow-up with the consumer or regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-dec-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 546 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.